Event description:
Litigation papers allege groin pain, hip pain, thigh pain, buttock pain while being seated or arising from a seated position, significant pain with weight bearing, difficulty performing a straight raised leg test and/or side line test, degenerative disc, neurological conditions. Additionally it is alleged the patient has been injured by excessive levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.